Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.